Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please sign and return the attached form and provide your surgeon¿s name and contact information.

Event description:
It was reported by the patient that she had a c-section on (B)(6) 2019 and an absorbable hemostat was used to stop the bleeding over her uterus and bladder. Since her procedure she does not have the urge to urinate. Her physician told her that none of the nerves were cut. Patient indicated that she can urinate but there is no urge. She can however feel when she does urinate. She also has issues dripping since the c-section. That wasn't a problem before. She has discussed the issue with her o.b. To determine if the symptoms she is having is common after using this product. No additional information was provided. Additional information was requested.